Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: arthrodesys l5-s1. Levels implanted: l5-s1. It was reported that post-op, the implanted screw was found broken. The broken screw was explanted completely. Patient complications associated in this event were unknown.